Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had high impedance and upon explant it showed evidence of an insulation break. Additional information was received indicating the atrial lead had low impedance and was unable to pace or sense p waves. When the lead was programmed off the patient had reports of headaches, fatigue and shortness of breath which was noted as symptoms of pacemaker syndrome. Four years later the lead was capped and replaced. No further patient complications were reported as a result of this event.